Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect and low voltage advisory alarms while connected to 14v batteries was confirmed via analysis of the submitted log file. The submitted log file contained approximately 4 days of data ((B)(6) 2021 ¿ (B)(6)2021 per the timestamp). Intermittent power cable disconnect and low voltage advisory alarms that were not associated with power source exchanges or normal battery depletion were captured throughout the log file due to the relative state of charge (rsoc) voltage dropping below the voltage thresholds while connected to 14v batteries; multiple instances of atypical power cable disconnect alarms also captured drops on the white power cable bus voltage. The atypical alarms were captured on both power cables and cleared each time when the rsoc voltage returned above the voltage threshold. There were no other notable alarms throughout the log file. The pump maintained a speed above the low speed limit throughout the log file. The heartmate 3 system controller (serial number: (B)(6)) was not returned for evaluation. Multiple requests to obtain additional information were made to determine if the alarms resolved following the controller exchange and if the exchanged controller would be returned for evaluation; however, no additional information was provided. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on (B)(6) 2019. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the power cable disconnect and low voltage advisory alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for dirt and grease. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted into the clinic on (B)(6) 2021. They had been complaining of multiple low voltage advisories despite having fully charged batteries connected to his controller. The patient also checked for debris in their battery clips and performed all the necessary actions. They then started to notice that every time his white power cable was manipulated they would have a low voltage advisory. The patient and their spouse were concerned about this, especially since the patient could trigger this alarm by moving their white power cable. The decision was made to perform a controller exchange. They were provided with a new backup controller. A review of the log file found a few odd strings of power cable disconnects while on battery power. Since the controller has been swapped out, the patient will be monitored for any further alarms.